Event description:
The patient ((B)(6)) received an scs system including an ipg on (B)(6) 2010. It was reported that she experiences pocket heating when recharging her ipg. The reported discomfort is said to begin a few moments into each recharge session with the heating progressing during the duration. Surgical intervention was undertaken to replace the patient's ipg which resolved the reported heating issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.